Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
Itt was reported that this lead was explanted and replaced due to high capture thresholds. The lead is not expected to be return for analysis. No adverse patient effects were reported.